Event description:
The account alleged the side rail will not latch in the raised position. No patient impact.

Manufacturer narrative:
The technician found the side rail is bent. The account does not want to replace the side rail at this time.